Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out during priming. The customer's blood glucose value was unknown. The customer also reported that the insulin pump rejects new batteries and had grinding noise during rewind. The insulin pump will be returned for analysis.